Manufacturer narrative:
Investigation summary: the reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of catheter defective / damaged with lot 5335659 regarding item #382623. DHR for final lot number 5336569 has been reviewed. No related quality issues or process deviations were found for the subassembly or final lot numbers. A review of the applicable risk documents indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Event description:
It was reported that insyte autoguard bc winged had a hole in the catheter. There is a hole in the catheter that causes blood to come out of the side of the catheter. This has happened 3 times today with the same lot number. Pt impact, redraw and delay of treatment.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.